Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-feb-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer would not fully open. A field service engineer (fse) found that the drawer was not closing properly and that the rail bumper stopper was missing. The fse replaced the bumper stoppers with new ones, rebooted the device, and tested the drawer, which worked successfully. The customer verified the resolution. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer failed to open fully. Back cubies were not opening fully without pulling the drawer. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.